Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06649. It was reported that the patient presented to the emergency room, feeling weak and experiencing some pain. Bacteremia was discovered. The cause of the infection could not be determined. The system was explanted. The physician reported that the pocket was clean during the explant procedure. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.